Event description:
After successful shot of lateral view, shot ap view, but received a communication error up to, during, and after this incident from dr panel and image went blank. Clicking on the retry button and moving the sensor closer to the access point does not retransmit the image according to the local service engineer. Pt had to be image retaken to complete exam.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional info is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).